Event description:
It was reported that the right ventricular (rv) lead was capped due to a fracture that was found during an unrelated x-ray. There were no electrical measurement issues. The lead was capped and a new one was implanted successfully. No adverse patient effects were reported.